Event description:
The following was reported to davol: it was reported that the surgeon experienced difficulty in placing the mesh and that some of the sepra coating came free from the mesh during insertion down the trocar. During the first attempt to insert the mesh down the trocar the mesh was not able to go through properly and the surgeon removed the mesh and then attempted to reinsert it down the trocar a second time. It was at this point that they noted that some of the coating was on the outside of the trocar. The device was removed and another ventralight st hernia patch was used to complete the case without issue. There was no patient injury as a result of this event.

Manufacturer narrative:
Not returned to manufacturer.

Manufacturer narrative:
The sample was not returned for evaluation but photos were provided. Photos 1 and 2 show what appears to be mesh material with voids on the sepra coating. Photo 3 shows the top view of a trocar with what appears to be sepra coating material on the outer surface. Photo 4 shows what appears to be a small portion of sepra coating on a surgical drape. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) units. While a definitive conclusion cannot be made at this time the information provided indicates that the separation of material from the mesh was most likely related to user handling / preparation. The IFU states regarding laparoscopic use, "insert the prosthesis through the trocar using a rigid instrument such as non-serrated, 5mm forceps; do not over force the prosthesis through trocar. If ventralight st mesh is hydrated longer than 3 seconds and / or does not easily deploy, replace trocar and retry with the next available larger sized trocar." If additional information is obtained, a follow up MDR will be submitted the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.